Event description:
A caller reported encountering a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the cartridge but was unsuccessful. Technical support instructed the caller to remove the pump from its case, which the caller was unable to do. The support representative then guided the caller through the process of filling and loading a new cartridge using the correct technique. This successfully resolved the issue, and the customer was able to resume using the pump.